Event description:
It was reported that after a total knee arthroplasty (tka) performed on (B)(6) 2026, the lgn ps high flex xlpe size 5-6 13 mm was noted to be disengaged from the tibia during a postoperative visit. A revision surgery was performed on (B)(6) 2026 to exchange the polyethylene insert. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).